Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device did not collect an electrogram (egm) for the atrial high rate episodes. It was also reported that there appeared to be a memory corruption which may correct itself at next follow up. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the egm (electrogram) pre-storage data was missing/invalid. Memory pointer was corrupted. After correcting the pointer value, the egms were able to be retrieved.